Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the patients mentioned in the journal article. Date of event - unknown. Expiration date - unknown. Date implanted - unknown. Date explanted - unknown. Initial reporter - the article was written by sipe, a., et al. Manufacture date ¿ unknown.

Event description:
Information was received based on review of an article titled, "one-year follow-up of the g7 acetabular component performance" which aimed to evaluate the performance of the g7 prosthesis at one-year follow-up. One case experienced a femur fracture that occurred 2 months post operation, and patient underwent revision on an unknown date. No further information has been provided.